Event description:
As reported by the field, during a stent assist coil embolization to an aneurysm at the posterior communicating artery, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 7158888) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance anymore. The physician retracted the stent and microcatheter together outside of the patient¿s body, then new devices were switched to complete the surgery. There was no patient injury reported. Additional information received indicated that the lot number for the prowler select is not available. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the distal tip. No other devices were successfully used with the concomitant device prior to the encountered resistance. The replacement stent was of the same size as the original one (4mm x 23mm). The prowler select was not kinked or bent. There were no difficulties removing the devices from the patient. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number was not reported. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Catheter obstructed in patient with loss of microcatheter cerebral target position is a known potential complication associated with the use of this device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instruction for use warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00780. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.